Event description:
It was reported that the durom cup was revised approx 7 months post-op after the cup had migrated into vertical. Pt experienced sudden onset of pain about 1 week prior to the revision. The pt had shown no prior signs of loosening, pain. There were no signs of clinical infection.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.